Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 822 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. The customer was released with levemir. Customer stated the pump did give the no delivery alarm. Customer will continue to follow his health care provider instructions and follow the 2 high blood glucose rules.